Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 290 millimeters (mm) from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of pacing impedance high out of range, connection issue, oversensing, atp delivered when not required, noisy signals, and high capture thresholds were likely caused by the confirmed fracture.

Event description:
It was reported that the patient presented to the hospital due to anti-tachycardia pacing (atp) therapy delivered. Upon interrogation of the device, it was observed that the right atrial (ra) lead exhibits substantial noise with a correlating increase in the pacing impedance, reaching values greater than 3000 ohms. The threshold of the ra lead has also increased. The ra lead trend shows a sudden rise in impedance in mid april, however, the patient did not complain of any falls around that time. The noise oversensing in the ra lead has led to inappropriate mode switches, and the patient had received four rounds of atp. The physician advised to turn off the atrial lead and atrial tachy discriminators and reducing the rhythm ID correlation percentage while the patient waits for a lead replacement procedure. The atrial lead was turned off due to the high impedance observed at follow-up. An x-ray was performed and it appears that the lead terminal pin was not fully inserted. After the lead was disconnected, the impedance remained high (greater than 3000 ohms) when tested with the pacing system analyzer (psa) in bipolar and unipolar configurations. The lead helix appeared suitably deployed and the lead placement position appeared satisfactory. The ra lead was subsequently explanted and replaced. No additional adverse patient effects. The lead was returned for analysis.

Event description:
It was reported that the patient presented to the hospital due to anti-tachycardia pacing (atp) therapy delivered. Upon interrogation of the device, it was observed that the right atrial (ra) lead exhibits substantial noise with a correlating increase in the pacing impedance, reaching values greater than 3000 ohms. The threshold of the ra lead has also increased. The ra lead trend shows a sudden rise in impedance in mid april, however, the patient did not complain of any falls around that time. The noise oversensing in the ra lead has led to inappropriate mode switches, and the patient had received four rounds of atp. The physician advised to turn off the atrial lead and atrial tachy discriminators and reducing the rhythm ID correlation percentage while the patient waits for a lead replacement procedure. The atrial lead was turned off due to the high impedance observed at follow-up. An x-ray was performed and it appears that the lead terminal pin was not fully inserted. After the lead was disconnected, the impedance remained high (greater than 3000 ohms) when tested with the pacing system analyzer (psa) in bipolar and unipolar configurations. The lead helix appeared suitably deployed and the lead placement position appeared satisfactory. The ra lead was subsequently explanted and replaced. No additional adverse patient effects. The lead is expected to be returned for analysis.